Event description:
It was reported that in the ICU 13 days after the catheter was placed in the pt's subclavian vein, a leak was found at the insertion site. Three days after that, another leak was found at the insertion site. As a result, the catheter was then removed but not replaced as the catheter was no longer needed. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.